Event description:
It was reported that the battery reached eri prematurely. The device was explanted.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation indicates that the battery voltage is lower than expected given the programmed parameters. With another battery attached, the power consumption was measured to be normal. The device currents were normal. Automated electrical testing detected no anomaly and the device met all specifications. The cause of the battery depletion was undetermined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.